Manufacturer narrative:
Pump was received with a constant pump error 38 alarm during the rewind due to problem isolated to the motor assembly. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test. No physical damage noted on the motor assembly during visual inspection. The motor was tested outside of the device and passed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were able to clear the alarm. Customer able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.